Manufacturer narrative:
Date of report: (B)(6) 2021. (B)(6).

Event description:
The customer reported a ventilator experienced a machine and proximal pressure sensor failure and went inoperable prior to use. The device issue was discovered prior to patient use. There was no patient or user involvement or harm. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse) who confirmed the reported issue. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the remote service engineer (rse). It is unknown if any part was replaced or if repairs have been conducted. The complaint will be closed and will be reopened if/when new information becomes available. When that happens, a follow up report will be submitted.